Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was noise on the right atrial (ra) channel that was able to be reproduced during in office testing. The physician believed that the noise was due to the patient contracting the pectoral muscle. No oversensing of ra noise was noted. There was also one stored episode due to noise on the right ventricular (rv) channel. Technical services (ts) was consulted to review the episode. Upon review ts discussed troubleshooting the ra lead to ensure that pectoral muscle contraction was the cause of the noise. Ts also discussed that in the rv noise episode there was noise on both the rv and ra channels which could be due to an external electromagnetic interference (emi) source. The noise was marked as ventricular fibrillation (vf) inappropriately and could lead to inappropriate therapy in the future. Ts discussed further troubleshooting and programming options along with the option of enrolling the patient in remote home monitoring. The implantable cardioverter defibrillator (ICD) and leads remain in service and no adverse effects were reported.

Event description:
It was reported that there was noise on the right atrial (ra) channel that was able to be reproduced during in office testing. The physician believed that the noise was due to the patient contracting the pectoral muscle. No oversensing of ra noise was noted. There was also one stored episode due to noise on the right ventricular (rv) channel. Technical services (ts) was consulted to review the episode. Upon review ts discussed troubleshooting the ra lead to ensure that pectoral muscle contraction was the cause of the noise. Ts also discussed that in the rv noise episode there was noise on both the rv and ra channels which could be due to an external electromagnetic interference (emi) source. The noise was marked as ventricular fibrillation (vf) inappropriately and could lead to inappropriate therapy in the future. Ts discussed further troubleshooting and programming options along with the option of enrolling the patient in remote home monitoring. The implantable cardioverter defibrillator (ICD) and leads remain in service and no adverse effects were reported. Additional information was provided, it was reported that the patient was seen in-clinic for a follow-up. The rv lead was suspected to be fractured and or have insulation damaged due to reproducible ventricular noise. The plan is to schedule a revision procedure to implant a new rv lead and surgically abandoned this lead. At this time, no intervention has been performed. No adverse patient effects were reported and this rv lead remains in-service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.